Event description:
It was reported that the device went in back-up vvi reset mode. The patient was in the 40ppm range on surface telemetry with no evidence of pacing. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of device reset was not confirmed in the laboratory. No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. A longevity calculation was performed and was found to be within the expected limits. The device was tested on the bench and using automated test equipment and no device anomaly was observed. The cause of the field event of device reset was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.